Manufacturer narrative:
(B)(6) 2015 patient fell; not able to verify if this is also date of breakage. (B)(6). Unknown date (B)(6) 2013. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information not provided by reporter. Report is for unknown screw/unknown lot number. Device is not expected to be returned for manufacturer review/investigation. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the dfn cannulated nail in question was implanted to the patient in (B)(6) 2013. The patient fell off the bicycle on (B)(4) 2015 and visited the hospital. Then, it was found that the dfn cannulated nail was broken at the third proximal hole and the patient's bone fractured at the same time. Therefore, the dfn cannulated nail was extracted and antegrade femoral nail was implanted instead in reoperation on (B)(6) 2015. This report is 2 of 2 for (B)(4).